Manufacturer narrative:
The cause for the discordant psa result is unknown. The quality control was acceptable. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunctions with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of total psa in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Total psa determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not predict disease recurrence solely on serial psa values."

Event description:
Discordant advia centaur xp psa results were obtained for samples from one patient. The initial low results were questioned by the physician due to the clinical picture. The patient has started treatment in (B)(6). There was no report of adverse health consequences due to the discordant psa result.